Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reviewed the screenshot provided; however, the image was blurred and difficult to read. Based on the customer's description, the issue appeared to be related to only one role being available when granting visitor access. Tss advised that this behavior was typically caused by the permissions configured under user roles, permissions and user management. Tss identified that only one role appeared to be assigned for the grant visitor access permission. The customer was advised to contact their pyxis administrator to assign the necessary roles within the user role configuration. Once the appropriate roles are added, the required visitor access roles can be assigned successfully. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es house supervisor was unable to grant temporary access to the nursing staff. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es house supervisor was unable to grant temporary access to the nursing staff. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.